Event description:
It was reported that during a procedure, some staples of the distal part were not deployed at the last firing of functional-end-to-end anastomosis on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---no information. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---5th. If echelon, during which stroke did the event occur? ---after 3rd. What other color cartridges were used before and after this event? ---blue. Was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---the cartridge was loaded into ec60.

Manufacturer narrative:
(B)(4). The analysis results showed that an ecr60b was received fully fired. The returned reload was noted to be in good condition; no anomalies were noted. No testing could be performed due to the returned condition of the cartridge. It should be noted that a 100% inspections takes place during manufacturing to ensure the cartridge meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).